Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery quickly depleted; cause was not known. Customer also reported pump had shutdown unexpectedly. Upon turning on the pump, an out of insulin alarm (alarm 8 which was expected per the customer) and a button alarm (alarm 22) occurred. There was no reported impact to customer's blood glucose. At the time of the report, customer did not provide further information. Although multiple attempts were made by tandem technical support to follow up for additional information, customer did not reply.